Manufacturer narrative:
Unit passed rewind test, basic occlusion test, prime/a33 test and displacement test. However, unit received stuck in the motor error loop during bolus/basal delivery. The motor may have had an intermittent failure that was not detected during our testing. The motor was tested outside the device and passed. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had motor error. Customer was able to successfully clear the alarm and able to rewind the insulin pump. Customer reported that the drive support cap appears normal. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.